Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. System logs cannot be performed at this time because there is insufficient event date information. The da vinci system #, procedure date, and procedure name were not provided. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This event is being reported due to the following conclusion: it was reported that when the physician was performing a da vinci-assisted thoracic surgery procedure with the use of sureform 45, air leak was observed. The surgeon had to put chest tube into the patient and required follow up appointment. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the initial report of an air leak requiring medical intervention. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of 1 of 4 additional reported air leaks requiring medical intervention. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of 2 of 4 additional reported air leaks requiring medical intervention. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of 3 of 4 additional reported air leaks requiring medical intervention. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of 4 of 4 additional reported air leaks requiring medical intervention.

Event description:
It was reported by the surgeon that he had performed a number of unspecified thoracic da vinci-assisted surgical procedures with the use of sureform 45 and in each case, an air leak was observed. Since (B)(6) 2022, the surgeon mentioned having 3 or 4 patients that required placement of a chest tube and drains due to air leaks. Additionally, the patient(s) required a follow-up appointment for an unspecified reason. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.